Manufacturer narrative:
Date is month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt says that their stimulation "goes on and off automatically and it never did that before". Pt says that this will happen on group a and also group b, and right now is on group a. They said the stimulation is "working right now but after a half hour or an hour it will quit" and says this started "3-4 days ago". They said they have had no falls or trauma and no emi exposure. Pt says they aren't in the same position all the time and pt get up and move around every so often to move around due to their knee replacement requirements. Pt is on group a right now but usually moves to group b in the evenings and notices stimulation also turns off on group b. Pt will actually check with controller and it says stimulation is off, so it's not just that he stops feeling stim, it actually turns off. Pt says when this happens, they "reset it" by going into MRI mode and activating it, so that it will then give him the option to tap to turn stimulation back on. Reviewed on/off/lock controller button on top of controller, which pt wasn't aware of. They now know how to turn stim on/off by pressing this button. Pt stated that its possible they could have been inadvertently pressing stim on/off button on top of controller by accident, which could turn stimulation off if they accidentally tap on the screen. Pt says they will be aware of this and monitor but admitted that this could be the reason the stimulation keeps turning off. Additional information was received. Pt called back reporting the same events where the remote is shutting off his ins. An email was sent to repair for controller replacement and if this doesn't solve the issue, the pt should contact their healthcare provider (hcp). Additional information was received. The pt called back reporting that when they stand up their stimulation shuts off and when they sit still their stimulation will stay on. An email was sent to local field representatives requesting them to contact the pt.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). After they were redirected to their healthcare provider (hcp), they explained to the patient the buttons on the controller. They watched as the patient was pressing on the wrong buttons. This issues has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.